Manufacturer narrative:
(B)(4) date sent: 11/2/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the device was proper assembled and tested. The result was ready to use. In the first five activations in max the tissue pad was cuted on the tip, and released from the jaw. They replaced with an identical product from the same lot and performed the entire procedure without any incident. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Alert date: (B)(6). Additional information was requested and the following was obtained: did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off)? No.